Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2011 and suture was used. The needle pulled off after the first stitch. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-00058, 2210968-2012-00060 and 2210968-2012-00061. The same patient is represented in each medwatch.